Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the "0.4ml" of "cytarabine" drug prepared in the bd phaseal¿ protector (p14) decreased to "0.35ml" before use. The drug was prepared with the phaseal protector vial adaptor and phaseal injector connected to a 1ml luer lock plastipak syringe, and left in the tray until it was needed for a subcutaneous injection on an animal. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the practice was using the phaseal system in order to administer a chemotherapy subcutaneous injection (cytarabine). The nurse would prepare 4 doses which would need to be given over a 24-48 hour period. She would use the phaseal protector vial adaptor (515100) and connect this to a phaseal injector (515003) which was connected to a 1ml luer lock plastipak syringe. The drug would either be administered straight away or left fully prepared until the next dose was required. All doses for a particular animal would need to be prepared at the same time by the oncology nurse. It¿s not really possible to prepare a single dose each time, as often the overnight nursing staff would not have time or necessarily be suitably qualified to prepare hazardous drugs. The issue concerned the prepared drug, which was lying in a tray until it was needed. The nurse found that over time, some of the drug would disappear. As an example, if the syringe contained 0.4ml, this may decrease to 0.35ml by the time the drug was needed to be given. There wasn¿t any signs of obvious leakage, but a concern that the correct doses of drug weren¿t being administered, especially when the dosage is often so low to begin with."